Event description:
It was reported that a few days post-implant, a decrease in sensing was noted. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.